Manufacturer narrative:
Device passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures (variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure. Customer¿s blood glucose level was 125 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed a self-test and the test did not pass. Customer troubleshooting was performed. The insulin pump will be returned for analysis.